Event description:
It was reported that three weeks post implant the patient presented to the emergency room when the lead integrity alert (lia) triggered on the right ventricular (rv) lead due to nonphysiologic noise in non-sustained tachycardia episodes and short interval counts (sic). No oversensing occurred during pocket manipulation. X-ray showed that the set screw was not in. The physician also suspected a damaged grommet, however, it was unclear if the noise was due to the device or lead so both were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013. A 4196 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.